Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. Customer's blood glucose level was 263 mg/dl. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.